Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp confirmed that all of the volume discrepancies with the patient's current pump involved the actual reservoir volume being greater than the expected/estimated reservoir volume and all of the discrepant volumes were within 3.5 ml. The logs were checked. The tubing has not been evaluated, but it was noted the patient has not had any symptoms and their pain has been well controlled. The cause of the volume discrepancies was not determined. Regarding the report the patient was hearing an intermittent alarm sound coming from their pump when they played their guitar, the hcp was not able to determine if the sound was related to their device. The hcp stated they did not have a way of knowing what sounds may occur in the patient's home environment.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving bupivacaine (7 mg/ml at 4.67 mg/day) and hydromorphone (20 mg/ml at 5.5 mg/day) via an implantable infusion pump. It was reported that since 2018, the patient has consistently had volume discrepancies where the expected reservoir volume (erv) has been less than the actual reservoir volume (arv) by 3 ml at the last refill the erv was 7.3ml and the arv was 10.8ml. Per the hcp, the patient had a volume discrepancy with this pump where the erv was less than the arv and the volumes were not provided. It was noted that the patient was getting good efficacy and there were no issues found in the logs. It was also noted the patient has heard an intermittent alarm sound from their pump since (B)(6) 2020. The patient would notice this when he played his guitar. It was reviewed there were no alarms noted in the logs. The healthcare provider played the alarm test for the patient, however, the patient stated the sound did not sound like the critical or non-critical alarm.